Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. Insertion section was bitten and the distal end unit was deformed. The device wire was broken and the forceps elevator was not worked. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the forceps elevator had defective. The device was returned to olympus repair center. Olympus repair center found that there was foreign material on the groove or gap of the distal end. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the inappropriate reprocessing by the user. If significant additional information is received, this report will be supplemented.